Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate for a continuous glucose monitor (cgm) low blood glucose (bg) alert. Customer's bg level was 70-80 mg/dl. Tandem technical support could not verify the allegation as customer declined to upload pump data for review.